Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the screw broke when the implant was inspected intraoperatively. The broken screw was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Damage and/or smearing noted to all fracture surfaces. The lower broken portion damage of the bone screw is consistent with typical explantation technique. Fracture surface examination identified a multi-modal fracture, with ratchet marks and progressive striations emanating away from the initial fracture propagation area as noted, as well as increased material disruption and river lines and shear lips at approximately 30% of the way through the cross-sectional area, consistent with overload. Dimensional examination confirmed conformance to print specification of the bone screw diameter at the base of the head. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.